Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump had displayed safety disk replacement alarm. The patient involvement and injury information details were not specified.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. After further review, it was found that the event involved is safety disk due for routine replacement. There was not any other malfunction involved and there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no further emdr is necessary. Please cancel in your database.

Event description:
N/a.